Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. The packaging was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to rough handling during the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The distributor alleged that a foreign object was identified within the fluid path of the medical device. This was identified during an initial inspection of received product. The device was not sent to a user facility.